Event description:
Medwatch report (B)(4) received from (B)(6) hospital via FDA on 08aug2023 stating: "doctor went to use a disposable checkpoint guardian nerve stimulator during a surgical case but it did not turn on. No lights at all came on. Opened a second nerve stimulator and utilized it without any problems." This medwatch report was the first that checkpoint was made aware of this issue.

Manufacturer narrative:
Checkpoint initiated complaint # (B)(4) upon receipt of the original medwatch report. The device was turned on prematurely at some point before the case, ran for the intended 7 hours, and shut off. The location and timing of activation is unknown. There was no indication of flaws in the design, errors during assembly, or failure of materials. The stimulator's performance was within design specifications.